Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgical intervention was undertaken wherein an additional lead was implanted to restore effective therapy.

Manufacturer narrative:
E1- initial reported phone number: (B)(6).

Event description:
It was reported that the patient has not had effective therapy established with the scs system. Surgical intervention may be undertaken to address the issue.